Manufacturer narrative:
The investigation confirmed that higher than expected vitros valp patient and quality control results were obtained after unrelated service actions while using the vitros 5,1 fs chemistry system. The investigation determined that the vitros 5,1 fs chemistry system was performing as expected at the time of the event. The cause for the event has not been determined, and the investigation is ongoing. Vitros valp lot 2511-17-1994, an instrument issue related to the service actions performed, and the biorad control fluids in use have not been ruled out as potential contributing factors.

Event description:
The customer obtained higher than expected vitros valp patient and quality control results (valp patient results=72.30, 39.33, 69.32 g/ml vs. An expected result= 58.07, 27.09, 53.36 g/ml respectively and valp quality control biorad l2 result= 178.15 g/ml vs. An expected result= 148.00 g/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to occur with patient samples. The higher than expected vitros valp patient results were not reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).